Event description:
Femoral nail, lag/compression screw kit and two trigen screws have been explanted.

Event description:
It was reported that patient underwent a revision surgery due to nail breakage.

Manufacturer narrative:
(B)(4).